Event description:
It was reported to philips that the battery is defective, the voltage is too low. It is unknown if the device had patient involvement at the time the issue was discovered, there was no patient or user harm reported. The device evaluation and resolution information are not yet available. If additional information is provided at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number & reporter phone number: (B)(6).

Manufacturer narrative:
The customer confirmed the battery failure with a remote service engineer. Battery replacement was recommended. A quote for the battery was accepted. The customer replaced the lithium-ion battery to resolve the issue. Although requested to be returned, the removed component was not received for evaluation at this time. An update report will be submitted if the part is received and evaluated.